Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed dried saline in the luer and tip, and bodily fluids on the handle. The distal tip was bent. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template. Both right and left curves did not pass and were measured outside the specified curve template area. Electrical testing revealed that while manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and mini electrodes (me). The lumen pressure decay was measured three times. Lumen pressure decay values were all below the maximum limit. The distal tip was submerged in saline water for 10 minutes: the bond between the tip and shaft was above the water surface. The tip resistance measurements remained open. Next, the device was connected to a metriq pump. For 30 minutes at a flow rate of 30 ml/min, and the tip resistance measurements remained open. The device was connected to a maestro generator, rhythmia hdx system. Impedance and temperature readings were normal. Three 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. X-ray found a kink in the magnetic sensor wire and a loop in one of the signal wires in the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
After completion of a cryoablation pulmonary vein isolation, an intellanav mifi open-irrigated catheter was prepped and advanced into the right atrium via a non-boston scientific steerable sheath. The power delivery was set to 50 watts. After approximately a dozen lesions along the cavotricuspic isthmus (cti) line and 7 seconds into the radiofrequency delivery, a decrease of 25-30 ohm local impedance drop was observed. Power was immediately halted. It was reported that the catheter was adhered to the cti. Sheath interaction was not a factor since the sheath was back into the inferior vena cava at the time. Standby flow was increased to 5 milliliter on the metriq pump. Impedance was measured as 110 ohms at the time the catheter remained adhered to the tissue. After a few moments of catheter articulation, it appears to come loose from the cardiac tissue and the ohm reading changed from 110 ohms to the low 80s. Intracardiac echocardiography was used to asses the pericardium after the catheter was freed from the tissue and a trace effusion was observed. It could not be determined if the trace effusion was from the catheter event or not. The effusion did not increase immediately after the catheter was freed. Pressure remained stable. The catheter was removed and no coagulation or tissue was observed on the tip. The physician then re-advanced the catheter back to the right atrium and performed a cti more lateral to the previous line. Bi-directional block was not achieved. The physician was unwilling to deliver more therapy along the previous line so the procedure was concluded. The patient was stable at the end of the procedure.